Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging that she was unable to test on her onetouch ultra meter. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began approx 4:00 pm on (B) (6), 2010. The cca documented that the pt manages her diabetes with insulin (no adjustments). The pt claimed that due to the product issue, she increased her food/drink intake. At approx 11:30 am on (B) (6), 2010, the pt reportedly became "dizzy, sweaty and shaky." The pt denied using any other meter to test her blood glucose. The pt allegedly performed self-treatment by having more food and drink. During the troubleshooting session, the cca documented that the pt was attempting to test with the subject meter in the memory mode. The cca educated the pt on the correct testing procedure and walked the pt through a test. The issue was resolved with training. Replacement meter and supplies were sent to the pt. Based on the info provided, this complaint is classified as MDR-reportable due to the following conclusion(s): this complaint is being reported because the pt claimed she was unable to test her blood glucose due to the reported issue, reportedly developed symptoms suggestive of hypoglycemia, and required self-treatment after the alleged meter issue began. However, there is no evidence that the reporter meter malfunctioned since the issue was resolved with pt training.